Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information received from the device nurse indicates that the patient's syncopal episode was not related to device. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested. This report will be updated should further information be received.

Event description:
Boston scientific received information that the patient experienced syncope and felt light-headed. Boston scientific technical services (ts) was contacted for a request to review remote monitoring data. Boston scientific technical services (ts) noted the presenting electrogram showed sinus bradycardia with bigeminal premature ventricular contractions. Ts did not note any recorded episodes near the time of the syncopal event. This device remains in service. No additional adverse patient effects were reported.